Manufacturer narrative:
Device evaluation summary: was ¿pumphead ¿ hole in pump tube ¿ mechanical wear¿ with secondary findings of ¿motor ¿ feedthru anomaly ¿ shorting across insulator¿; ¿motor ¿ gear train anomaly ¿ corrosion and/or wear and/or lubrication¿; and motor ¿ gear train anomaly ¿ stall due to shaft/bearing¿. (B)(6).

Event description:
The pump was alarming. Telemetry confirmed a non-critical alarm was occurring. The alarm was due to eri (elective replacement indicator). The pump logs showed eri occurred on (B)(6) 2015, but eri should not have occurred this early on the pump. The logs also showed pump stalls and recoveries on (B)(6) 2014, (B)(6) 2015, and (B)(6) 2015. The pump was going to be replaced. The patient was given oral meds because, the ptm (personal therapy manager) was locking the patient out longer than it should be. The device system was delivering clonidine and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, lot# j10989r03, implanted: 2002 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8578, serial# (B)(4), implanted: 2012 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient went to the clinic for a pump refill on (B)(6) 2015. At that time she voiced that she had been having problems with the ptm (personal therapy manager) saying that she couldn't have a dose for 7-8 hours sometimes; the ptm settings were - 3 hour lockout; 4 activations allowed per day; dri (dose restriction interval) (B)(6) hours. She also reported hearing a long single beep once about a week prior, but wasn't sure what it was. Upon analyzing the pump prior to the refill, it was noted that eri (elective replacement indicator) had occurred; a month prior her eri was 50 months. The logs showed that she had been using her ptm 2-4x/day and showed approximately 7 instances where a successful pa (patient activated) request was followed by an unsuccessful pa request for the same timeframe. The logs also showed motor stalls on (B)(6); they all recovered about 5 minutes after they occurred. There were no alarms currently occurring. The patient had voiced some improvement with an increase in dose on (B)(6) and the ptm helped some. The pump was refilled, the pump dose was increased by 10%. The ptm was disabled as the motor stalls occurred after ptm doses were given and there was concern that the ptm might be draining the pump battery. There were no changes made to her oral pain meds and the patient was referred to a surgeon. The patient's chief complaint at the visit was "pain all over"; her pain was an 8 on a scale of 1-10. It was later reported that the pump was replaced and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.